Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with information. The issue has been confirmed during evaluation of the provided problem description. The device log files and service report were not attached for analysis. According to the information provided by the field service engineer (fse), it was found that the pressure transducer printed circuit board (pcb) was defective . No parts were returned for further analysis. The root cause for the reported problem could not be determined.